Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Ref MFR. Reports: # 1627487-2013-26022, 26023, and 26024. Pt had 2 extensions implanted with same lot numbers. It was reported the pt was explanted in 2012 (exact date unk). It is unk as to why the pt's scs system was removed. Pt was not reimplanted.